Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes or contributing factors for the poor stent opening were not identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline flex stent (ped) stent demonstrated poor opening at the proximal curved segment. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery cavernous segment aneurysm with a max diameter of 9.35 mm and a 7.16 mm neck diameter. The landing zone arterial diameter was 4.22 mm distally and 3.24 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal response level. The angiographic result post procedure was reported as good. After adequate hydration, the ped-425-35 was delivered to the phenom 27 stent delivery catheter. During deployment of the flow-diverting stent, the tip end of the stent opened well; however, after crossing the aneurysm neck, the proximal vessel was tortuous, and the stent exhibited poor opening at the curved segment. The operator attempted multiple times without success. Prior to reaching the retrieving marker site, repeated push-pull and oscillation maneuvers were performed, but the stent still opened poorly. To ensure patient safety and allow the procedure to proceed smoothly, another ped stent was used instead to continue the procedure, which was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included zhongtian intermediate catheter, phenom 27 microcatheter (fg15150-0615-1s).